Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that a patient with this right ventricular (rv) lead was admitted to the hospital after receiving multiple shocks. Review of their system indicated there was a high out of range pacing impedance measurement of greater than 2500 ohms on the rv channel. No changes have been made and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, no additional details regarding this event were provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.